Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the ablation procedure of ventricular ectopias, the patient experienced complete atrioventricular block requiring a temporary pacemaker. Mapping of the right and left ventricles was performed using the ensite and hd grid. The best precocity point was located in the septal region of the right ventricle and radiofrequency was applied with the tacticath se with 30w of power and irrigation of 17 ml/min during application, there was suppression of right ventricular arrhythmia. After that, left ventricular ectopias started, according to the physician, it was the same focus at the beginning of the procedure, but with the exit to the left ventricle. Radiofrequency applications were performed in the same septal region of the left ventricle with the same ablation catheter with 40w of power and 30 ml/min of irrigation during application. A fast junctional rhythm was observed during the application, which led to the immediate interruption of radiofrequency application, followed by complete atrioventricular block. A temporary pacemaker was placed on the patient. The procedure completed without further complications.